Event description:
It was reported that the vns patient was experiencing painful stimulation at her generator site. The physician believed that the issues were due to ¿current leakage¿ at the generator site or due to nerve damage due to generator placement. The patient was advised by the physician that the best treatment was generator replacement surgery. No known surgical interventions have occurred to date. Clinic notes for patient¿s office visit on (B)(6) 2015 were received which did not indicate that the patient was not having painful stimulation but an altered perception of stimulation. The patient had a decrease perception of stimulation and also felt that stimulation was being delivered to her pectoral muscle which was causing fibrillations and fasciculations episodically. It was also noted that the patient¿s generator had migrated from the original placement. X-rays were taken and were reported by the physician to be unremarkable. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The patient's device was tested and showed normal device function.

Event description:
An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2015. During the procedure, the surgeon reported observing fluid and tissue inside the generator header. The surgeon described observing a capsule of scar tissue which had a "string hanging...[that] went inside the generator." Follow-up revealed that the pain did not occur with stimulation on-times. The surgeon believed that the scar tissue contributed to the patient's pain but stated the cause of the pain was related to the dimensions of the device and the size of the generator pocket. Following surgery, the pain resolved and the patient was doing well. The explanted generator was returned to the manufacturer for analysis. No obstructions were observed in the header lead cavity or the connector blocks. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. Monitoring of the device output signal showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
The previously submitted MDR inadvertently did not include the patient's device diagnostics. This report is being submitted to correct this data.